Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the investigation determined the reported shortening (defective device) was due to the circumstances of the procedure. In this case, it is likely the stent shortened during the deployment of the stent due to the interactions with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat the external carotid artery with heavy tortuosity and moderate calcification and 50% stenosis. The emboshield nav6 embolic protection system (eps) was unable to cross the lesion due to the anatomy. It took about 15 minutes attempting to cross the lesion but there were no adverse patient effects due to the failure to cross. A non-abbott eps was used to continue the procedure. Next, the 7.0x20 mm acculink carotid stent system was advanced and during deployment, the stent compressed due to the anatomy. The stent compressed about 20-30%. Due to the reduction in length of the stent, the whole lesion was not covered. Balloon angioplasty was performed to treat the rest of the lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.